Event description:
As reported by the end user, dr. (B)(6) used nanoknife to treat an ovarian lesion, approx 1.4cm in diameter, located against the rectum. Dr. (B)(6) performed a hydrodissection of the rectum away from the nanoknife probes to prevent damage to the rectum. A small needle was inserted near the rectum to deliver the d5w used to hydro-dissect the rectum. The pt had a pudendal nerve injury resulting in severe pain and numbness. The pt was discharged after an eight day hospital stay and still had pain when she left. The pt is scheduled for a follow up visit the week of the (B)(6) of november.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported she ate a sandwich right before testing, had active system results of 323 mg/dl, 180 mg/dl, and 146 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.